Event description:
It was reported that a malfunction occurred on the customer¿s pump. There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump and multiple daily injections (mdi) for insulin therapy until the replacement arrives.